Manufacturer narrative:
The initially reported sensor was discarded and not available for evaluation, however the patient cables associated with this incident were returned and evaluated. Two (2) rd set md20-12 patient cables from lot# 17dwu were returned and evaluated. These cables passed all visual and functional testing, the cables are functioning as designed. Three (3) rd set md20-12 patient cables from lot# 17h83 were returned and evaluated. These cables passed all visual and functional testing, the cables are functioning as designed.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the rd set neo sensor was used with an OEM device (ge panda warmer) and the sensor was not working properly. Incorrect pulse rate on pulse oximeter - we had another scenario yesterday in the operating room (or). We need our old sensors back or fix the problem as this has now happened with three separate babies and it is a safety issue. No patient impact or consequences were reported.